Manufacturer narrative:
The compromised force sensor system error alarm occurred during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported, the customer had a compromised force sensor system alarm on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.